Event description:
Implant did not fit the patient in surgery. Surgeon used titanium mesh as alternative to the peek implant. Fitting issue caused an surgical delay of 16-60 min.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.